Manufacturer narrative:
An add'l lot number was reported (lot # m004252). However, the cause of the event is not due to the cartridge. No product returning for eval. Should new info become available, a f/u supplemental report will be submitted.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Customer was able to load a cartridge successfully.